Event description:
The customer reported "interlock failure" error message displayed on c-arm after boot up. Workstation boots up normal. No pt was involved.

Manufacturer narrative:
The svc rep retapped workstation, isolated transformer to output 119.1 bolts on secondary taps. Reseated fluoro functions and x-ray controller pcb, erased program health flash using utility suite, rebuilt flash memory and redownloaded cal files using utility suite. Retightened all connections in c-arm. System boots up normal. System is ok to use.